Event description:
On 15-dec-2025, it was reported by a sales representative via (B)(4) that the ar-4068hl swiftstitch hip suture passer tip of the swiftstitch broke while trying to pass the repair suture through the labrum for an arthroscopic hip labral repair. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use related mechanical overload at the distal end, misaligned insertion, prying/leveraging the device, and/or improper surgical technique.